Event description:
On this date (12/13/2021) soclean received notification of a sus voluntary event report for mw5104965. Following our review of the complaint related to (cough), soclean has determined that a medical device report (MDR) was required for this event.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation soclean believes this complaint is related to the philips recall of the dreamstation 1, not the soclean device. Soclean is processing this complaint in accordance with its complaint handling and quality system processes.